Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.

Event description:
The ICD unit involved in this MDR report was explanted 7 months after implantation and returned for analysis because it could not be interrogated; in addition, no magnet response was observed.